Manufacturer narrative:
Upon assessment, it was determined that this event is a duplicate of 3002806535-2017-00104. The initial report was submitted in error and should be voided. No further reports would be sent on this complaint.

Event description:
Upon assessment, it was determined that this event is a duplicate of 3002806535-2017-00104. The initial report was submitted in error and should be voided. No further reports would be sent on this complaint.

Manufacturer narrative:
(B)(4). Source; country : (B)(6). Source: dyreborg, karen, andersen, mikkel r., winther, nikolaj (2020). Migration of the uncemented echo bi-metric and bi-metric tha stems: a randomized controlled rsa study involving 62 patients with 24-month follow-up. 1-21. Https://doi.org/10.1080/17453674.2020.1802682. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported in a journal article that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to undersized stem. Attempts have been made and additional information on the reported event is unavailable at this time.